Event description:
Parts of the tip of the sheath broke off while the dilator was being inserted into the sheath. After removing from the sterile field and re-examining the tip, more pieces of the tip broke off. The grey part at the tip of the sheath broke into pieces by itself when the tech was prepping the sheath. The sheath was removed from the field. It did not go into the patient's body. Mgr informed the rep and may pull this product off the shelf. Remind the staff to check the sheath prior to the procedure if the physician is going to use it.